Event description:
The device evaluation identified a reportable malfunction, cracked or broken pivot point, related to the original complaint, which was not a reportable event.

Manufacturer narrative:
Broken pivot point confirmed in the laboratory. Abbott standard procedure includes attempting to obtain all required information from the source.